Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had underlying bradycardia. The right ventricular (rv) lead exhibited high impedance, undefined impedance, and oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.